Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (506 mg/dl) after changing out cartridges and infusion sets. Customer delivered an insulin bolus to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended. Customer reconnected to the pump and stated that bg level had decreased to 435 mg/dl. Customer did not want any follow ups and could call back himself if he needed any more assistance. Customer was confident blood glucose was improving and declined any further follow up from tandem technical support.